Event description:
According to the reporter, during the procedure, the balloon did not inflate and physically broke. After a few tries of inflating the balloon, the balloon exploded. The trocar was never placed in the patient. The device was discarded by the customer.